Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented to the emergency room not feeling well. Upon interrogation the pulse generator exhibited backup vvi operation. The device was explanted on (B)(6) 2011 due to approaching eri.